Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen on the insulin pump has stripes, is dim and distorted. The customer got out of the shower and reconnected to the pump when she saw the display distorted, she waited for several minutes then decided to call. Troubleshooting was performed but not completed. Nothing is returning. The blood sugar is unknown.